Manufacturer narrative:
Device passed displacement, and self tests. No unexpected beeps or alarms were noted during testing. On the other hand, pump error 63 is confirmed in the device history file due to a problem with the electronics. The middle keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call beep anomaly on the insulin pump. Customer advised the insulin pump beeped and made random noises. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.